Event description:
It was reported that the cap of a homechoice cassette was missing. The cap was not inside the pouch. This was identified before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: the device was received for evaluation in dry condition and inside an open pouch. Visual inspection was performed and the patient line cap was not positioned onto the patient line connector. The reported condition was verified. The possible cause was manufacturing related likely due to the patient line not properly seated in the organizer during the assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.